Event description:
It was reported that after a sigmoidectomy procedure, with side to side anastomosis on (B)(6), 2011. The patient goes back on (B)(6), 2011 due to a leakage at the anastomosis site. The doctor placed a drain tube. On (B)(6), 2011 he was intervened a third time with the same symptoms and was performed a partial colectomy with colostomy and drain tube. Additional information has been requested, no response has been received to date, a supplemental report will be sent upon receipt of additional information.

Event description:
Additional information received. The procedure was a right hemicolectomy. The surgeon used a blue cartridge in first procedure. Patient presented with a three suture line blowout of the small bowel within 5 days of procedure. Upon inspection surgeon noticed staples only on one side of anastomosis.

Manufacturer narrative:
(B)(4): information unavailable. The device was not returned.

Manufacturer narrative:
(B)(4). Additional questions answered: please clarify, what happened on the 2nd, did the patient required additional procedure and drain placement? Re open of surgical wound and new anastomosis. Did the issue occur again which led to the intervention described on the 8th?yes. What color (blue/gold/green) was selected on the selectable staple height selector before firing?dr. Selected blue on (B)(6). He used gold on (B)(6). Did anyone move the firing knob to the left or right after loading the device but before firing? No. He did not have a problem using the device. Was buttressing material utilized? If so, which product? No. Was the instrument fired across or near an existing staple line or clip? No. Were any unexpected noises heard? No. Were any of the forces higher or lower than expected (closing, firing, or opening)? No. Was there any difficulty removing the device from the tissue? No. During the operation, what was the appearance of the staple line (intact, malformed staple, etc)? Intact. What were the quality and/or thickness of the tissue in the area where the device was fired? (Friable, thin, regular, thick, etc.)?regular. Was a leak test completed? Yes. Did the surgeon wait 15 seconds after clamping and prior to firing for optimal compression?yes. Was there an inspection of the staple line on both sides of the tissue (i.e., anterior / posterior)? If yes, what did it show?yes. Leak at the staple. How did the staple appear?closed. How long has the surgeon been using this device for this procedure? (B)(6) 2011. Was there a recent conversion to ees devices in this account or with this surgeon? No.